Event description:
Investigation is done.

Manufacturer narrative:
Manufacturing and quality control data the prosa® was manufactured by a qualified employee in december 2009. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection significant residues of blood and tissue but no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test the prosa® valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Results it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the valve. Strong residues of blood and tissue but no significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. The measured opening pressure was within the accepted tolerance in the horizontal position but not in the vertical position. The opening pressure was significantly lower than expected in both positions. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. This is likely due to the deposits observed inside the valves. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prosa (part # fv701t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in over-drainage. The ventricles of the patient were narrowed. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, no further information has been made available. The same event: medwatch # 3004721439-2021-00094.